Event description:
Information was received from a patient and manufacturing representative (rep) regarding an implantable neurostimulator. The reason for call was patient stated their controller wouldn't let them adjust their intensity. Patient said they would see settings not ava ilable screen and would be able to go down, but couldn't go up. Patient service specialist asked, patient said they had not had any changes to their programming or falls. Patient was on group c and said they were getting the same message on all letter groups. Patient also said sometimes they could switch groups and would work a little bit, but then they would get the same error message. Patient confirmed the message appeared when implant was charged as well. It was also reported that electrode 9 was at 40,000 ohms. The rep programmed around electrode 9. Cause was unknown. Issue remains ongoing at this time. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.